Manufacturer narrative:
The reported event of a guidewire insertion issue was not confirmed. As received, a complete lead was returned. A guidewire was used to perform the insertion test. The guidewire was able to be fully inserted / removed successfully with no restrictions. The s ¿ curve height was measured, and it was within product specification. Electrical testing was normal. Visual and x-ray inspection of the lead did not find any anomalies.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the guidewire had failed to be advanced into the left ventricular (lv) lead. The lead was not implanted as the procedure was ended. The patient was stable throughout the procedure.